Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the ins was explanted on (B)(6)2025. Rep reported they were not notified of the explant or the reason the device was explanted. The doctor called them mid-explant and asked them to join them in the or. Rep reported the doctor was able to remove the full device and leads. Rep noted doctor was attempting to cut leads and was curious about MRI compatibility and decided to remove the whole system. The issue has been resolved. The device will not be returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was to get MRI information. The caller reported that the physician was removing the implanted system. The physician was having difficulty removing the leads. The md was unable to remove the anchors. The caller described the anchoring as being lateral. The caller asked if they could cut the lead above and below the anchor and leave a portion of the lead in the anchor, would the patient be eligible for MRI. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services (tss) reviewed MRI information. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.